Event description:
It was reported that during a follow up, externalized conductors, high pacing lead impedance and loss of capture were observed. The lead was capped and replaced. The proximal portion of the lead will be returned for analysis.

Manufacturer narrative:
A partial lead with the connector pin measuring 21.8cm was returned for analysis. External insulation abrasion was found at 19.4-20.9cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at the same location.